Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the station was rebooted itself and displayed a popup "please enter password". The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the carefusion asking please enter password. A field service engineer found that the boot sequence was changed to the carefusion image likely due to an interrupted windows update. Windows 10 was manually selected during reboot, and the boot sequence was corrected to default to windows 10 after logged in as admin. Fse performed several reboots to ensure pyxis application auto launch. The system functioned as intended after the field service engineer repaired the device.